Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 455cc mentor memorygel left breast implant and an unspecified gel right breast implant experienced left sided deflation and right sided device migration post procedure. On (B)(6) 2021, patient underwent a surgical procedure to adjust the right sided implant. As a result, patient underwent left sided removal and replacement with a like device on (B)(6) 2021. This medwatch form is for the right breast prosthesis.